Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The patient presented with ischemic heart disease. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.75 x 16mm synergy xd stent was used for treatment. However, the stent struts were lifted when opened. The procedure was completed with another of the same device. No patient complications were reported.